Event description:
As per report received from edwards lifesciences germany of a pascal precision ace in mitral position where during the procedure there was air introduced in the patient. There were no issues noted during device preparation. The patient was under general anesthesia and the gs (guide sheath) handle was elevated while inserting into the patient. A syringe was left on the introducer until the guidewire was inserted. The guidewire was retracted first and then the introducer. The physician closed the proximal opening with his thumb and the implant system was inserted under water lock. The physician aspirated 50ml of blood and then advanced the implant into the la (left atrium) without flushing (customer request). Saline drips/pressure monitoring devices were attached to device handles after flushing and prior to advancing the implant into the la. Air was observed while steering down to the valve. However, as per the medical opinion the amount of air observed was not more than usual for a teer procedure. The patient experienced st-elevation and hypotension. It was transient and no treatment was required. Patient final outcome was stable condition. As per medical opinion, the root cause of the event was related to a bad water lock and when the implant was inserted some water from the tip of the loader was lost.

Manufacturer narrative:
B2: other serious- air embolism. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence via air visualized by edwards clinical specialist. A DHR review of the lot in question revealed no non-nonconformances related to the event. Returned imaging was not able to confirm the complaint allegation. The returned guide sheath and implant system did not have any confirmed manufacturing non-conformities. The units passed leak testing and functional evaluations indicating adequate sealing in the system. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step - improper stopcock/syringe technique - air from an alternative non-pascal device, fluid line, or procedural step however, a true root case is unable to be determined.